Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 375cc saline prosthesis. Deflation was diagnosed visually post procedure. At the time of this report, mentor has received no information regarding an explant date, however, future bilateral prosthesis replacement is indicated.

Manufacturer narrative:
The failure analysis lab completed the investigation of the returned product on 4/24/2018. Device evaluation summary: it was reported that a (B)(6) female underwent breast augmentation revision with a mentor smooth round moderate plus profile 375cc saline prosthesis. Deflation was diagnosed visually post procedure. At the time of this report, mentor has received no information regarding an explant date, however, future bilateral prosthesis replacement is indicated. Upon receipt by mentor, the device was received without fluid. Brown foreign material was observed within the device. The product evaluation team observed a crease on the posterior aspect, and a rent measuring 0.3 cm was also observed on the posterior aspect within a crease. No other anomalies were discovered. Mentor performs 100% inspection and testing of all devices prior to release, the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 3/22/2018. The explant date was obtained. The mentor failure analysis lab received the device for evaluation on 4/9/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received on 4/9/2018. The implant date has been updated. Bilateral prosthesis replacement with 400cc mentor memorygel breast implants was performed on (B)(6) 2018. Concomitant products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog #3502375 serial #(B)(4). Manufacturer¿s reference number: (B)(4).